Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that difficult removal occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "no patient identifiers with the exception of "it was an ER patient." The nurse inserting the catheter could not remove the stylet and asked for a second IV nurse to help her. She stated "I tugged a little harder and it removed/ released." The nurse that was able to remove it recalled it feeling like a catheter that was not "opened" before inserting. She discussed with the inserter after leaving the bedside and she said "I remember activating/opening the catheter, this is the second one today." These are both seasoned IV nurses. She did not save the first lot #. She stated, "I thought it was a fluke." When it occurred the second time, she saved the package label with the lot number on it."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficult removal occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, " "no patient identifiers with the exception of "it was an ER patient." The nurse inserting the catheter could not remove the stylet and asked for a second IV nurse to help her. She stated "I tugged a little harder and it removed/ released." The nurse that was able to remove it recalled it feeling like a catheter that was not "opened" before inserting. She discussed with the inserter after leaving the bedside and she said "I remember activating/opening the catheter, this is the second one today." These are both seasoned IV nurses. She did not save the first lot #. She stated, "I thought it was a fluke." When it occurred the second time, she saved the package label with the lot number on it." "